Manufacturer narrative:
(B)(4). A service history review revealed the reported condition is not related to any previous reported problem for this pump.

Event description:
Baxter quality engineering evaluated an infuso.r. With a condition of syringe squeeze tip popped off and determined the problem to be a pusher block assembly. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the actual device for the reported issue of "syringe squeeze tip popped off" was received and evaluated. The reported problem was confirmed but not reproduced. The potential cause of this issue is associated to a broken pusher block. The pusher block was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.